Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood pooled in the holder of the needle. This occurred two times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood pooled in the holder of the needle. This occurred two times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 10 retain samples were subjected to sleeve function testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.